Event description:
This was a lead extraction case performed in the ep lab to remove one non-functioning rv lead (sjm 1888tc-52, 51 months old) with occlusion. The physician prepped lead with an lld #1 and used a 12-fr glidelight with teflon outer sheath. Physician used 80hz and lased down into the svc with only one or two pulsing trains in the svc. Physician felt the lead release and pulled back into the svc/atrium. He pulled the lead into the sheath and pulled the glidelight out, while leaving the teflon sheath in place. The physician dropped a wire and noticed the pressure dropped. Lung dropped and tried a chest tube unsuccessfully. Patient was taken to or where a hole was noted in svc which was tied off. Physician thought at initial implant that implant wire might have gone through the plural and back into vein, and this was the cause of the event.